Manufacturer narrative:
History of gastrointestinal bleeding was addressed in medwatch report # 2916596-2018-05259. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: 1 year, 2 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted with gastrointestinal bleed (gib) on (B)(6) 2018. Patient's anticoagulation regimen included aspirin, warfarin and octreotide. No esophagogastroduodenoscopy (egd) or colonoscopy was performed. Patient received 3 units of packed red blood cells (prbcs). It was reported that gib resolved. All anticoagulation was discontinued. No further information was provided.